Event description:
On (B)(6) 2012, the pt reported moisture in the cartridge compartment of the infusion device. He is unsure where the leak originated but stated there appears to be moisture around the plunger of the insulin cartridge. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridge, adapter, and infusion set were requested to be returned for eval.